Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. Updated field: d10, new concomitant product. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable was broken and the light guide glass worn-out and dented. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - address 1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry image. The issue was found after a therapeutic laparoscopic surgery that was completed using the same set of equipment. There were no reports of patient harm.